Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: manufacture date: march 10, 2015. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Product investigation summary: it was reported that, approximately three (3) months prior to the (B)(6) 2015 revision procedure, a patient had a fusion procedure at unknown levels. The patient returned to the operating room due to implant migration: locking caps at left and right l4 level popped off post-operatively when the patient bent over. Six locking caps (04.632.000), two polyaxial heads (04.632.001) and two rods (04.636.070) were returned. Based on the complaint description, it is likely that the polyaxial heads ¿popped off¿ as a result of the patient bending, rather than the locking caps. The locking caps are threaded into the polyaxial heads and would need to unthread to be removed. The polyaxial heads can be attached or detached intra-operatively. Postoperative polyaxial head detachment can be caused by numerous factors including: surgical technique or noncompliance by patient. The returned polyaxial heads, locking caps, and curved rods were examined. In each instance, typical wear associated with implantation and explanation were present (i.e. Worn adonization, nicks/gouges). No allegations were made against the curved rods, so no further evaluation will be completed. One polyaxial head (lot 7952387) was missing a 4mm segment of the first thread. Examination of locking cap (lot 793315) found the fragment embedded in the threads. The threads of the second polyaxial head and the remaining locking caps were examined under magnification where they were found to be in good condition with sharp edges and minimal adonization wear. The collets of the returned polyaxial heads were examined; no outward signs of deformation were noted. The heads were able to be assembled with known good matrix screw bodies and functioned as intended. The matrix top loading polyaxial head is utilized in both assembled polyaxial reduction screws and individually for use in unassembled pedicle screw insertion. The system technique guide notes that, after screw insertion, a reamer is placed over the implanted screw and rotated, removing the interfering bone to ensure sufficient space exists for the polyaxial head. If this step was not completed prior to attempted assembly, the complaint condition of ¿migrated¿ could result. Excessive assembly force or misuse of placement instruments may have also resulted in the complaint condition. As specific technique of the user was not reported, so a definitive root cause could not be determined. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: although six (6) locking caps were removed during the revision procedure, allegations of post-operative movement were only made against two (2) of them (part 04.632.000 / lot 7953315).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event as this polyaxial head (2 of 2), at l4 level, interacted with the loosened locking caps. Should further information become available this determination will be reviewed accordingly. Additional device product codes are mnh, mni, kwq and kwp. The date of implant is unknown and was reported as an unknown date in (B)(6) 2015. (B)(4). There is no report of a product malfunction. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two matrix locking caps at left and right level l4 "popped off" post-operatively when the patient bent over. The matrix construct was initially implanted at unknown levels on an unknown date in (B)(6) 2015. On (B)(6) 2015, revision surgery was performed. Six locking caps (04.632.000), two polyaxial heads (04.632.001), two rods (04.636.070) and two unknown screws were explanted and replaced. There was no delay in surgery reported and the procedure was completed successfully. This report is 4 of 7 for (B)(4).